Manufacturer narrative:
Analysis found that the customer´s reason for return has been confirmed. The channel 2 was not working, the interface pcb was faulty. The wave spring washers are worn. The housing was worn. There was component failure. The patient interface pcb has been replaced. The wave spring washers have been replaced. The leads o-rings have been added. The device has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the interface was not working. There was no patient impact.